Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. A product sample was received for evaluation. Visual inspection of the returned sample was performed. Sample was received in used conditions, decontaminated inside in a plastic bag with its original packaging open. Sample was inspected as per the visual inspection criteria and no contamination particles were detected in the cassette sample. Therefore, the reported issue and complaint could not be confirmed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause could not be determined as the reported issue and complaint was not confirmed.

Event description:
It was reported that during pre-use check, the customer found a foreign substance (fibrous matter) in the cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07735 is no longer considered reportable, please disregard any MDR reports associated with it.